Event description:
The patient fell in 2007. Approximately six months later, the patient reported feeling no stimulation sensation in her paraesthesia area. Impedances were greater than 4000 ohms on all or some of the bipolar electrode combinations. The patient was in the clinic at the time of the complaint. The hcp ordered x-rays. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.